Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, balloon and tip detachment occurred . The tightly stenosed, thrombotic target lesion was located in a fistula in the cephalic vein. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. The first and second inflations were inflated successfully at 14-20 atmospheres for about 30 secs to 1 minute. However, on the third inflation at 18 atmospheres, the balloon ruptured due to tight lesion. Subsequently, it was noted that the distal part of the balloon and tip was detached and retained inside patient. An attempt was made to retrieve the balloon via open method, however, the physician could only retrieved the balloon partially and failed to recover the rest of the balloon. The vein was then repaired, but the combination of the tight stenosis and the repair caused the fistula to thrombose, hence, the procedure was not completed. No further complications were reported. The patient's status is well and patient will be undergoing a procedure to create a new arteriovenous fistula (avf).